Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation, but it could not cross the lesion due to calcification. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There was no patient complications reported. Patient was stable.